Event description:
Stryker reference #(B)(4): it was reported that both visum led lights turned off and could not immediately be turned back on. This was allegedly observed during a case. There were no reported adverse consequences.

Manufacturer narrative:
There was reported pt involvement, however, the account declined to provide pt info. The catalog number provided is for the power supply box which is the component identified as allegedly malfunctioning. It was reported that both surgical lights in the operating room turned off unexpectedly. A stryker field service technician exchanged the power supply box at the account with a new one and verified that there was no loss of connection while moving the lights. The power supply box that allegedly failed is expected to be returned to the manufacturer for eval and root cause analysis.